Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead was oversensing noise leading to an inappropriate automatic mode switch (ams). The patient was asymptomatic. No intervention was performed. The patient was stable throughout.